Manufacturer narrative:
H10: no product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
Additional information in sections d10 and h10. H10: received one new list# 46117-18, transpac¿ IV quad monitoring kit w/03 ml squeeze flush devices, stopcocks, needleless valve and arterial pressure tubing on december 5, 2019 for investigation. The reported complaint of leakage from the side port valve of the 46117-18 quad monitoring kit could not be confirmed. The returned monitoring kit was pressure leak tested and met product specifications. Further, the marvelous valve (lav) ports were isolated and tested per the product specifications and no leaks were observed. A lot history review was was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device is available for investigation. It is yet to be received. (B)(6).

Event description:
The event involved a transpac IV quad monitoring kit w/03 ml squeeze flush devices, stopcocks, needleless valve and arterial pressure tubing that the customer reported blood in the pressure line and there was a leak at the marvelous valve proximal to the patient just after a cardiac flow measurement and flush maneuver. The customer reported that the patient was bleeding via the marvelous valve. The customer reported a 30 ml estimated blood loss, which caused great splashing. The intervention was to clamp the line at the swan ganz, change the full transpac IV line, and clean the patient¿s immediate environment. There was patient involvement and a delay in critical therapy however no report of patient harm.